Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the fluids emptied faster than the pump was programmed for. The alaris pumps were found to have no issues when interrogated by the facility's biomed department. Although requested, there were no further details or information provided.

Manufacturer narrative:
The customer report of tubing free flow was not confirmed based on testing of the received partial sample. The infusion devices (pcu and pump module) were not received for investigation. The partial set sample separated at the engagement between the tubing and the male luer. Functional testing was unable to be performed due to the set's separation. Inspection of dissected areas of the silicone segment observed no issues with its concentricity. Inspection of the set was done for obvious issues/damage such as kinked tubing, pin holes, tears, disengagements, cracks, fractures, contaminants, incorrect orientation, and component misassembly. Visual inspection under magnification of the dissected areas of the silicone segment (areas of top and bottom occluders when loaded in a pump module) observed no issues with its concentricity. No other obvious issues or damages were observed with the rest of the set's components. The root cause of the customer¿s report was unable to be identified.

Event description:
It was reported that the fluids emptied faster than the pump was programmed for. The alaris pumps were found to have no issues when interrogated by the facility's biomed department. Although requested, there were no further details or information provided.